Event description:
It was reported that the pt received 25mg of prialt rather than the intended 2.5mg for a bolus intrathecal trial. The pt experienced overdose, transient inability to void and nausea. It was noted that the pt has known bph. The pt was admitted to the hospital for observation, and supportive care overnight. The symptoms resolved in 12-18hours. The report indicated that the pt had an implanted intrathecal catheter, and previously, he was treated with hydromorphone. The pt outcome was reported as "stable - but incomplete pain relief".